Event description:
The device was used during total abdominal hysterectomy. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred. The product the surgeon applied for the procedure has expired.